Event description:
It was reported that a micro perforation was observed via x-ray. The lead was repositioned. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.